Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 model 3186 leads (from the same lot) implanted as part of her scs system. It was reported the patient experienced ineffective stimulation. Diagnostics indicated an invalid impedance reading on one lead contact. Reprogramming was able to provide stimulation, however the patient desired increased coverage. A CT scan was ordered and surgical intervention may be taken at a later date.